Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing could not be performed because the receiver will not turn on. The receiver case was opened for further evaluation. An interior inspection was performed by trouble shooting the receiver and battery. The interior inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a defective component in the receivers printed circuit board.